Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
During revision surgery for infection that was not attributed to the implanted devices, the tips of two moss miami final tighteners broke off from the instruments when trying to loosen set screws for removal. Three set screws were finally loosened. However, one set screw was so tight that a high speed metal cutting burr was used to cut and remove the screw. This mfg medwatch report is being filed for the second moss miami final tightener with a broken tip. See mfg medwatch report no. 1526439-2013-17643, for the first moss miami final tightener that was involved in this event. See mfg medwatch report no. 1526439-2013-17648, for the set screw that required the high speed metal cutting burr to be removed.

Manufacturer narrative:
Visual inspection of the returned final tightener confirmed distal tip breakage. The broken tip portion was not returned. Review of the device history record found no issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Fracture analysis found evidence of a quasi-static torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the complaint trends found no other complaints for production lot g0910. Although the cause of tip breakage cannot be positively determined, as noted, the fracture analysis found evidence of a quasi-static torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. In the absence of an identified manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.